Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 had failed. The customer tried to reboot the system, but issue failed to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some drawers contained broken pockets, which caused operational issues. The field service engineer (fse) removed the broken pockets, resolving the initial issue, and replaced the row board cable and drawer controller board on drawer number 5. The drawer was restored to normal operation after the repairs. The system functioned as intended after the field service engineer had repaired the device.